Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of fiber tip damage during the procedure, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.

Event description:
Customer reported that the side-firing surgical fiber tip was damaged at 168,896 joules of usage, during a prostate procedure. The case was completed using another fiber. There was no injury reported.